Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a fresenius 2008k2 machine intermittently defaults to a different ultrafiltration (uf) goal and treatment time than programmed. The biomed reported that that the up/down arrows were used to manually adjust the uf goal and time. The uf was not turned off at all during the treatments. The biomed reported that all treatments were completed successfully and that the correct amount of fluid was removed at the end of treatment. There was no patient injury, adverse events, or medical intervention required as a result of the reported issue. Additional patient and treatment details, as well as the exact number of occurrences and/or dates of occurrence were requested, however, not provided. The machine is currently in service and no parts were replaced or repairs made.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.